Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the procedure involved re-intervention of a target vessel, but not a the same site as the initial procedure performed in 2008. A 3.05 x 15 mm promus stent was implanted on the distal segment of the mid right coronary artery (rca); however, six months later, the pt presented with restenosis located on the proximal segment of rca. Additionally, a 3.0 x 15 mm penta stent was implanted back in 2002 on the proximal segment of rca. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labelling of abbott vascular's drug eluting stent in the us.